Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km858260 was released in a single batch. (B)(4). Visual inspection: the torque wrench (part #: 277040510 / lot #: km858260 ) was received at us customer quality (cq). Upon visual inspection, no visual defects were identified with the returned device. Functional test: the functional test was performed at fsl ups (B)(4) site. The torque of the device measured during calibration testing was not within the specified torque range of the device. Hence, the torque test failed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed complaint confirmed? Yes investigation conclusion: this complaint was confirmed for torque wrench (part #: 277040510 / lot #: km858260). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the torque handle was found to be out of drawing specification. The torque tested high. There was no known patient or hospital involvement. This report is for one (1) torque wrench. This is report 1 of 1 for (B)(4).